Manufacturer narrative:
Intuitive surgical inc. (Isi) received the force bipolar forceps instrument associated with this complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.1860" x 0.6690" was found to be broken off. The broken piece was returned. Components adjacent to this broken grip showed damage: the conductor wire was found to be fully broken with the conductor wires exposed; the instrument failed the electrical continuity test, and there were no signs of thermal damage. Intuitive surgical inc. (Isi) received the erbe generator associated with this complaint. Failure analysis did not confirm the reported event. The erbe was tested using systems the unit energized, cauterized and recognized instruments. Intuitive surgical inc. (Isi) also received the bipolar energy cable associated with this complaint. Failure analysis confirmed the reported event. The accessory was found to have a crack on the female end of the cautery cable. The accessory was installed on the in-house system and tested with an in-house instrument. The instrument could not deliver energy as expected. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the surgeon attempted to use the force bipolar instrument, and it did not emit any energy. Staff swapped the bipolar energy cable with no change in output. Staff then swapped to a backup force bipolar instrument and the instrument worked as expected. The surgeon then continued with the case. No injury to the patient was reported. There was no report of a fragment falling into the patient.